Manufacturer narrative:
Updated fields: h6/h10 corrected fields: e2/e3/g2 (added selection)/h6 (problem code was inadvertently missed for the second event). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root causes could not be determined. Event 1: e315 error message. It is likely water invaded the scope due to a leak while the user was handling the device, which led to an abnormality in the electrical parts and resulted in the reported error message (e315) temporarily. Event 2: it was confirmed that foreign material came out of the channel, however, the specific material could not be identified. It is likely reprocessing steps were not fully performed at the user facility due to the leakage found at the biopsy channel. The events can be detected by following the instructions for use (IFU) which state: "- inspection of the endoscopic image" the events can be prevented by following the instructions for use (IFU) which state: "- when inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. - if insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. - if the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and an e315 error message was not displayed. Evaluation did find there was foreign material coming out of the channel, liquid leaked due to a scratch on the distal end, the light guide lens was broken, the condition of the light guide lens was not good, suction quality was out of standards due to damage on the channel tube, liquid leaks due to damage on the channel tube, the screen was partially dark due to a scratch on the charged coupled device (ccd) lens, the ccd lens was creased, the bending section cover adhesive was broken, insulation resistances were out of standards due to a scratch on the scope cover, switch #2 was creased, angulation in the up direction was out of standards due to a worn angle wire, the gap of the up/down k nob was out of standards due to a worn angle wire, and the scope had water ingress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera elite colonovideoscope displayed a e315 unsupported scope error message. The error was displayed when preparing the scope for use in a diagnostic procedure. The procedure was completed with a similar device. There was no reported patient harm or impact due to this event.